Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal generator change out procedure, the right ventricular lead exhibited insulation anomaly. The lead was capped and replaced successfully.